Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event involved a customer alleging the pump produces an electrical arc and sparks when medical staff attempted to connect the pump to alternating current (ac) power source. In addition, the power cord prongs were reported to be damaged by the electrical arc but were not bent or broken. The device was not reported as being compromised. The reporter also stated no metal wires were noticed. There were no reports of any adverse patient events or delays in critical therapies as the device was not in clinical use at the time of the event. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device to not pass visual inspection due to evidence of spark on the pins of the power cord. The probable cause was found to be a damaged power cord that was replaced to resolve the reported issue. Upon replacement of the damaged power cord, the device was found to pass all performance verification testing.